Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the cartridge was leaking from the septum and a cartridge change errors occurred with multiple cartridges during the load sequence. Additionally it was reported that a malfunction alarm occurred. Customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 146-150 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue and cartridge change error was verified, but the leaking cartridge issue could not be verified.